Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following intermittent capture seen. The physician will continue to monitor the patient for intermittent capture. The patient was in stable condition.